Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. The 4.5x15mm nc trek rx balloon dilatation catheter (bdc) had no resistance during advancement. There was resistance during withdrawal due to the anatomy and force was applied but not excessively; however, the shaft separated approximately 15 cm from the tip inside the guiding catheter. The separated part was caught inside the guiding catheter and simply withdrawn. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem code 2017 clarifier: excessive force. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon interacted with the heavily calcified anatomy during retraction, resulting in the reported difficulty removing the device. Additional force was applied, and the shaft ultimately separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty removing the device from the anatomy appears to be related to circumstances of the procedure and the reported separation appears to be related to user error/operational context. As reported, the balloon likely interacted with the heavily calcified anatomy during retraction, resulting in the reported difficulty removing the device. Additional force was applied, as resistance was encountered, and the shaft ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. The 4.5x15mm nc trek rx balloon dilatation catheter (bdc) shaft separated approximately 15 cm from the tip inside the guiding catheter during removal. The distal part was trapped inside the guiding catheter and was withdrawn. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: there was resistance during withdrawal of the bdc due to the anatomy and force was applied but not excessively; however, the shaft separated approximately 15 cm from the tip inside the guiding catheter. The separated part was caught inside the guiding catheter and simply withdrawn. No additional information was provided.